Event description:
It was reported that the patient underwent a procedure at l5/s1 using the interbody device. It was reported that the cage was off from the inserter during insertion. The surgeon had some difficulty to retrieve the device from the disc space. But, finally he replaced the device. No patient injury was reported.

Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.